Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
Note: this report pertains to one of two truetome 44 devices used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During procedure, it was reported that the tip of the knife was bent. A second of the same device was attempted to be used but the tip of the knife was also bent. The procedure was completed with a third device of the same type. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire was kinked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was expected to fully recover.